Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot # 3291397 and material # 382544. DHR for final lot number 3291397 has been reviewed. No quality issues or process deviations were found for needle retraction failure a review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
After starting the IV for a patient. I pushed the button on the IV start needle for the safety device to engage but it failed. I then sustained a contaminated needle poke. Event date: 11/20/2025 03-dec-2025: here are the answers to your questions: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. I obtained a contaminated needle poke. I have only heard back about some of the test results from the lab work done on the patient's blood for blood borne pathogens. 2. When you pressed the button, did the needle fully retract? No, the needle never fully retracted. 3. Did the needle retract slower than normal? No. 4. Did the needle start retracting and then stop, leaving the needle exposed ? Yes, this is exactly what happened. The needle moved by maybe 0.25cm (or less) then stopped and never retracted the rest of the way. 5. Did the needle not move at all after pressing the button? The needle moved by maybe 0.25cm (or less) then stopped and never retracted the rest of the way. Sadly my muscle memory kicked in and I realized that the safety device had a misfire after I obtained my poke (followed through with my normal hand movements). I guess I have become to reliable on the safety device. 6. Did the button depress? Yes, I defiantly pressed the button, thus the needle budged a fraction of a centimeter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.